Event description:
Report 1 of 2 for the same event. This is it was reported from (B)(6) that the small battery drive device did not function. It was not reported if the device was used in surgery. There was no delay in the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was not confirmed or duplicated. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.